Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cylinder is (B)(4).

Event description:
It was reported that a patient with an inflatable penile prosthesis ipp presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so all components were removed and replaced. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). UDI field (d4) concomitant product UDI for cylinder is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed that the ms pump kink resistant tubing (krt) were worn to the filament, and the ms pump block exhibited scaling. The ms pump passed the leak test but did not pass activation tests 2 and 3 from functional testing. The first cylinder showed buckling folds in the middle, two holes at the corner of a fold in the proximal end, wear at folds in both the proximal and distal ends, and two leaks at the corner of a fold in the proximal end. The second cylinder exhibited three holes at the corner of a fold in the proximal end and three holes at the corner of a fold in the middle, along with wear at folds in the proximal, middle, and distal ends. Additionally, the second cylinder had three leaks at the corner of a fold in the proximal end and three leaks at the corner of a fold in the middle. Based on the information available and analysis results, the allegation of mechanical issue was most likely determined to be the ms pump failure of activation tests 2 and 3 from the test performed, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed that there was a crack in the pump connecting tube, so all components were removed and replaced. There were no patient complications.